Event description:
Investigation of a catheter rec'd for eval due to temperature error messages on the generator, revealed a handle leak.

Manufacturer narrative:
Investigation confirmed the leak in the handle of the catheter was caused by the lumen breaking at the edge of the catheter handle in the strain relief tube. The saline entered the catheter connector and created a conductor wire short which resulted in the reported error message on the generator. Review of the device history records confirmed there was no issue related to complaint durin mfg process. Date report submitted to FDA by MFR: 01/12/2011. Date the initial rptr provided the info to the MFR: (B)(4)2010.